Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported they were going to see their neurosurgeon next week to determine the cause of the ¿current leaking into the neck and shoulder.¿ nothing had been done at the current time since the consumer was still waiting to see their physician.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3708640, serial/lot #: (B)(4), ubd: 22-aug-2016, UDI#: (B)(4) ; product ID: 3708640, serial/lot #: (B)(4), ubd: 31-aug-2016, UDI#: (B)(4); product ID: 3389s-28, serial/lot #: (B)(4), ubd: 31-aug-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient has always had a problem with the cable adhering to the neck fibrous tissues. They stated that they always thought that the "cable against the neck" was too short because it would, "cause a draw, pulling on the neck to the right." They had reported this to their healthcare provider (hcp) and asked if the cable was too short and if it could be removed, but the hcp told them it was not too short and if they were to remove it, that it would take quite an effort to put it back in. They mentioned that therapists helped them with their muscles and posture. About two months ago, they noticed that they were having a "leak" in their neck that would go away after 10 minutes. The current leaks into their neck and shoulder. While they were getting a neck massage on friday, they found a kink in the cord up to the brain. They clarified that the masseuse, "felt way up the neck like a fold a cable out through its covering." They rubbed it out and was able to, "push the cable back into the sheath," but it came back again this morn ing. The patient reported this to their hcp and now they want the patient to change their medication and start taking gabapentin, which they stated is no good. They were redirected to their hcp to have the implantable neurostimulator (ins) checked.